Manufacturer narrative:
It was reported that left hip revision surgery was performed on a bilateral patient. During the revision, the r3 liner, hole cover, hemi head & modular sleeve were removed. The r3 shell & stem remained implanted. As of today, device return and additional information has been requested for this complaint but has not become available. DHR in the absence of the actual devices, the production records were reviewed for the devices reportedly involved in this incident. Review of manufacturing records did not reveal any waivers, concessions, manufacturing or material abnormalities that could have contributed to this issue. The available medical documents were reviewed. The revision operative report documents; ¿there was a very large, thickened pseudocapsule, the pseudocapsule was enlarging and starting to cause osteolysis around the femoral collar. There was significant metallosis and corrosion on the trunnion and the head. The liner had significant corrosion, metallosis, and brown liquid around it thus confirming for me his metallosis and elevated cobalt and chromium levels.¿ impact to the patient other than the surgery cannot be determined. The reported elevated metal ions, pseudotumour, osteolysis, corrosion, trunnionosis and the discolored fluid, may be consistent with a reaction to metal debris. However, the source and root cause cannot be determined. It cannot be concluded that the reported clinical reactions were associated with a mal-performance of the implant. Without return of the actual devices or further information we cannot further investigate or confirm the details supplied in this complaint, and our investigation remains inconclusive. If the products or additional information become available in the future, this case will be reopened. No preventative or corrective action has been initiated as a result of this investigation.

Event description:
Left hip revision surgery was performed due to metallosis, increased pain, pseudotumour, elevated ion levels, synovitis and small fluid collection. Blood work, aspirations and cultures (B)(6).